Event description:
It was reported the patient is unable to charge her scs ipg and has not charged the ipg in approximately three months. The patient sated she has not been receiving any stimulation therapy since about a month ago. A sjm representative attempted troubleshooting of the patient's system over the phone but communication with the ipg and external devices could not be established. The patient reported her programmer would only display an error message. The patient is pending a consultation with her physician and a sjm representative to further evaluate the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.